Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d234trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2010; 7120, competitive pacing lead, unknown implant date. (B)(4).

Event description:
It was reported that the patient has been experiencing shortness of breath, dizziness, and atrial flutter. A device interrogation showed atrial undersensing on the right atrial (ra) lead. Reprogramming to compensate was recommended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The p wave amplitude is widely variable between approximately 0.25 mv and > 20 mv throughout the recorded save to disk data between (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.